Manufacturer narrative:
Company rep evaluated the sys and repaired the cold solder on all the connectors on the front panel. Sys was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected ECG monitoring. No pt injury was reported.